Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the tips of the clip were not closed though the trigger was grasped. No clips fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.